Manufacturer narrative:
The device was received and evaluated. The investigation identified kinks on the exposed portion of the soft cannula. No occlusion alarm was present, but timeouts were observed in the data download. Although kinks were present, the timing and cause are unknown.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level was ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl). The patient then went to the hospital to get tested for ketones. The patient test results showed high ketones. The patient reported treating the hyperglycemia themselves with a pen, no treatment was reported as being provided by the hospital. Upon removing the pod the patient observed the cannula was bent. The pod was worn between 36 and 48 hours on the abdomen.